Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-62 - user had poor technique. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6) (husband) is calling on behalf of the customer. The customer is concerned with the result of e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling ill (on follow up call). Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/28/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer complained of e-5 error. Customer denies having any symptoms at the time of the call. She did not want to run a blood test at that time. On follow up done on (B)(6) 2017 customer informed that they were currently in the hospital for hyperglycemia. Customer was admitted on (B)(6) 2017. (B)(6), husband, is not sure what medical treatment she receive or what her blood sugar reading was. Customer states she was told that her glucose is out of control. Customer will be in the hospital until they get her sugar under control. On (B)(6) 2017, customer was taken to a rehab facility.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6) (husband) is calling on behalf of the customer. The customer is concerned with the result of e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling ill (on follow up call). Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/28/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer complained of e-5 error. Customer denies having any symptoms at the time of the call. She did not want to run a blood test at that time. On follow up done on (B)(6) 2017 customer informed that they were currently in the hospital for hyperglycemia. Customer was admitted on (B)(6) 2017. (B)(6), husband, is not sure what medical treatment she receive or what her blood sugar reading was. Customer states she was told that her glucose is out of control. Customer will be in the hospital until they get her sugar under control. On (B)(6) 2017, customer was taken to a rehab facility.